Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller had a green display screen. The controller was exchanged in the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a green display screen was confirmed via product testing. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 40 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). There were no notable alarms in the log file. Pump operation was not affected. The heartmate ii system controller was tested and passed all stages of testing. While testing was being performed, the reported event of the screen being green was observed. The controller was opened, and green fluid was observed surrounding the screen. This finding did not affect controller performance. The root cause of the reported event was determined to be from fluid ingress. The root cause of the fluid ingress was not able to be determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#:(B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had a green display screen. The controller was exchanged in the clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.